Event description:
It was reported that the handpiece would not turn off during setup for a case. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and the primary failure mode was a stuck trigger due to safety bar impact. The trigger assembly was dented and gouging into the trigger shaft which was causing run-on. Both triggers were stuck in place which caused the device to oscillate once a battery was attached. This failure mode may occur if the handpiece has been dropped or if something has been dropped on it. However this cannot be confirmed. The trigger assembly has been replaced to correct the failure of the device. The device was repaired and returned to the customer.